Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer reported that she was at the physician's office where they performed a blood glucose test and obtained a reading of 86 mg/dl at 12:51 a.m. Another test was performed with the physician's meter within 10 minutes and a reading of 54 mg/dl was obtained. The customer presented no symptoms of hypoglycemia, however, her insulin pump was taken off because the readings on the physician's meter were lower. The customer was hospitalized and her diet was controlled. No further event details were provided. The customer was advised to return the device for evaluation. A replacement device was offered to the customer, however, the customer declined.

Manufacturer narrative:
The customer did not return the device for evaluation. Since lot # 8cpeg12c involved in the event occurrence expired on 31-mar-2020, the in-house testing could not be performed. Therefore, a device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found. Section b5 was updated to include the suspected meter name.

Event description:
The customer reported that she was at the physician's office where they performed a blood glucose test with her contour next one meter and obtained a reading of 86 mg/dl at 12:51 a.m. Another test was performed with the physician's meter within 10 minutes and a reading of 54 mg/dl was obtained. The customer presented no symptoms of hypoglycemia, however, her insulin pump was taken off because the readings on the physician's meter were lower. The customer was hospitalized and her diet was controlled. No further event details were provided.